Manufacturer narrative:
Other device involved in this event: battery/(B)(4); cat#1650it; exp date: 04/30/2016; mfg. Date: 04/30/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient experience power switching between battery and controller. The controller was exchanged with no reported effects on patient. No additional information available.

Manufacturer narrative:
Battery/ (B)(4) was returned on 10/27/2016. Lof files received indicated a different serial number for the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. One battery, (B)(4) was returned for evaluation. Controller (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery device in relation to the reported event. Analysis of the battery revealed that the device met specifications; the unit passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and the testing controller was stable. Analysis of the data log files revealed several premature power switching events involving (B)(4). An internal investigation has been open to evaluate the controller communication errors. The most likely root cause of the reported event can be attributed to communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.